Event description:
On (B)(6) 2012, the lay user/patient¿s relative contacted lifescan alleging that the patient's onetouch ultra meter did not power on. This complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient or reporter by phone to obtain additional information. The patient's relative reported that the alleged power issue started on (B)(6) 2012. The reporter informed the cca that the patient manages her diabetes with insulin (self adjuster). It is not known if the patient made any adjustments to her usual diabetes management regimen due to not being able to test with the subject meter. The reporter claimed that on (B)(6) 2012, 2 days after the power issue started the patient was "not alert". The patient's relative reported that the patient was taken to the ER where she was treated with insulin after her blood glucose tested "498 mg/dl" with an ER/hospital meter. At the time of troubleshooting, the cca noted that the subject meter's battery was not due for replacement. The reporter confirmed the patient was using the correct test strips. The alleged power issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because, the patient was reportedly treated for hyperglycemia by an hcp after the alleged meter power issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.